Manufacturer narrative:
Siemens evaluated the data received. The investigation shows that the value obtained (167) from system 35109 was compromised by an air bubble in the sample. The air bubble covered part of the active electrode so the sensor could not properly reach endpoint and therefore reported a lower value. A plot of the patient's glucose recovery shows that the patient's glucose levels were increasing. The customer stated that there was no harm to the patient and no treatment or medical procedure was delayed or withheld. The measurement cartridge was replaced and the qc's were in the expected ranges.

Event description:
The customer reported discrepant glucose values on two different rp 500 analyzers. There was no report of injury due to this event.